Manufacturer narrative:
(B)(4). Product surveillance attempted to contact the nurse on (B)(6) 2011. The nurse was unavailable; a detailed message was left regarding the increased intra-peritoneal volume (iipv) event. No further information is available. Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv that was found in the device logs. The cause of the iipv was undetermined due to therapies being performed after the date of the iipv incident and overwriting the previous information. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's ultrafiltration reading was 1322ml, indicating the home patient (hp) drained 1322ml more than their programmed fill volume of 2200ml. This information meets iipv criteria. No patient injury or medical intervention was reported.